Event description:
It was observed that during the device evaluation, the visera cysto-nephro videoscope exhibited dirt on objective lens and foggy image occurs. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for dirt on objective lens and foggy image occurs. The most probable cause for dirt on objective lens, foggy image occurs is cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.